Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 11/02/2015. The fse replaced the white blood cell bath check valves and the instrument ran without platelet, white blood cell and differential cell issues. The repairs were verified per established service procedures. Beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer observed platelet, white blood cell and differential non-numeric results from a coulter ac t diff 2 analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.